Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the device has a speaker malfunction and does not have sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test. The customer was provided with a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.